Event description:
Reference medwatch voluntary report: mw5152347 received by intera on 21 march 2024: "caller reported the patient had a codman 3000 for 17 years and it simply quit putting out the 1cc's per day. They never had an issue with that floating though, as patient said, 'he always anchors the pumps.' Caller later stated 'the codman was put in in 2004 or 2005, or something like that, I can't remember exactly when. It worked extraordinarily well until it simply quit putting out. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." Report did not identify serial number, initial reporter, implant date, model number, catalog number, or any other identifiable information. The model is presumed to be ap03000m (medium flow pump) based off of the description which states "1cc's per day"

Manufacturer narrative:
The medwatch report submitted to intera oncology did not include serial number, implant date, patient identifier, lot number, or any other information that could assist in identifying the device in an investigation. Due to the lack of information presented in the complaint, no investigation can be performed. Intera maintains implant tracking database per 21 cfr 821 of codman devices, but it is not possible to determine the implant serial number based on an implant date of "2004 or 2005." The model is presumed to be ap03000m (medium flow pump) based off of the description which states "1cc's per day." This device would have been the codman 3000 series implantable infusion pump - medium flow. The medium flow device was indicated for morphine and/or baclofen infusion for the treatment of pain or spasticity. Clinical intervention is required to determine if the flow rate discrepancy was due to pump malfunction or catheter occlusion. No clinical intervention was reported in the medwatch report, so it is unclear as to what inteventions have been performed. The medium flow model was discontinued in 2018 by codman and shurtleff. Intera oncology no longer actively markets these devices for the pain and spasticity indications. Blank information in the MDR form represents unknown information. If addtiional information is received at a later date, a supplemental report will be filed.